Event description:
It was reported to ventec that a patient circuit (pediatric, active, heated, blue) broke during use. There was patient involvement associated with the reported event. Ventec reached out to the reporter, a nurse practitioner, for additional information. Ventec was advised that the patient circuit had been in use on the patient for approximately 3 weeks and that the reported event had occurred at the patient's home. The patient's mother heard the vocsn alarming and went into the patient¿s room where she observed that the patient circuit was broken. The mother immediately held the patient circuit together as best she could while obtaining the back-up ventilator and getting the patient placed on it. The reporter advised that the patient showed signs of distress, had desaturated and appeared to be "blue" in color. The mother increased the oxygen for the patient and it appeared that they were doing better, but she still called 911 for assistance. Paramedics then transported the child to the hospital where they were admitted to the ICU as their blood gas was not improving. The child was then placed on a hospital ventilator for support. The patient was eventually discharged back home. The reporter could not recall the date that the patient was discharged from the hospital. No further information was provided.

Manufacturer narrative:
H6: the reporter was unable to provide the lot # and UDI # from the broken patient circuit. Therefore sections d4, lot # and UDI # are "unknown." Additionally, section h4 device manufacturer date shall be left blank. The broken patient circuit was not returned to ventec for evaluation because it was disposed of following the event. The reporter did, however, provide photographs of the broken patient circuit which confirmed that it was of the older, non-over molded design. Ventec had previously reviewed historical complaint data related to broken circuit bond joints and had initiated an investigation to determine root cause and identify any further actions to correct the issue and prevent recurrence. It was observed that complaints reporting broken circuits were primarily heated circuits of the non-over molded design. Patient circuits that were in ventec's complaint retention which had previously been reported as having broken bond joints were evaluated by ventec. The ventec engineering team reviewed expected use cases, materials, and conducted additional testing to understand potential root causes and contributing factors. The investigation determined that the root cause of the reported issue was potential degradation of loctite 4601 strength in the polycarbonate/polypropylene connection due to high temperature and near saturation humidity conditions. Ventec has changed the design of the patient circuit to an over-molded connection (back in 2020) which has already been implemented. Ventec also conducted a risk assessment based on reasonably foreseeable sequence of events. That risk assessment concluded overall risk is within acceptable limits. If the glue bond were to break during usage, the vocsn system has leak detection mitigations such as the patient circuit disconnect alarm, low inspiratory pressure alarm, and low minute volume alarm to alert the patient, caregiver and/or medical personnel.